Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire advised to have the trained technician from pipe line health to come in and perform an o2 (oxygen) gas path test then download the logs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 389 (no o2 dosing possible). Furthermore, there was no patient associated with the reported event.